Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device has reached elective replacement indicator (eri) and exhibited high out of range shock impedance on the right ventricular (rv) lead, for approximately 1 year (150 ohms to 190 ohms). At implant the shock impedance was 85 ohms. A technical service (ts) consultant reviewed with the physician expectations of device function and longevity to end of life (eol). Ts provided recommendation for a commanded sync shock to verify the true impedance of a delivered shock. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device has reached elective replacement indicator (eri) and exhibited high out of range shock impedance on the right ventricular (rv) lead, for approximately 1 year (150 ohms to 190 ohms). At implant the shock impedance was 85 ohms. A technical service (ts) consultant reviewed with the physician expectations of device function and longevity to end of life (eol). Ts provided recommendation for a commanded sync shock to verify the true impedance of a delivered shock. The device remains implanted. No adverse patient effects were reported.